Manufacturer narrative:
Concomitant medical product: 5076-45 lead, implanted: (B)(6) 2003.

Event description:
It was reported that the patient experienced lightheadedness. A lead warning triggered, and the right ventricular (rv) lead exhibited pauses and high thresholds. A lead fracture was suspected. Reprogramming was performed, and subsequently the lead was removed and replaced. No patient complications have been reported as a result of this event.